Manufacturer narrative:
(B)(4). Results: endoleak. Angulated aortic neck. Stent graft was implanted in a patient with a greater than 60 degree aortic neck angulation. Conclusion: endoleak. Angulated aortic neck. Stent graft was implanted in a patient with a greater than 60 degree aortic neck angulation.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 89mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the aortic neck was 24-32mm in diameter at the renal arteries and 21mm in length. The neck was conical in shape with a 75 degree of angulation. It was reported that the stent grafts were implanted with no issues; however, a final angiogram revealed a proximal type ia endoleak due to the angulation of the neck. The physician elected to implant an endurant cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.